Event description:
During preparation of the device for a trial demonstration, the service tech reported, the unit failed the "hypot" test when the circuit breaker was in the off position. This occurred three times. No other details regarding the nature of the event were provided. Since the event occurred during preparation of the device for a demonstration, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.